Manufacturer narrative:
This event happened at (B)(6) medical center not (B)(6) hospital.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a pump was programmed to infuse 6ml/h (600 units/h) of heparin with a vtbi of 240ml. After approximately an hour later, the pump alarmed with 'air in the line". The nurse assessed the pump and found the bag of heparin had completely infused into the patient. There was no patient harm due to this event and no medical intervention was given.

Manufacturer narrative:
Concomitant products: 250ml hospira container lot # 57-407-kl, exp. 01 mar 2017; heparin sodium 25,000 usp units per 250ml; therapy date (B)(6) 2016. The customer¿s report that the bag emptied too fast was not confirmed. Review of the pcu event log showed that at 7:40 am on (B)(6) 2016 heparin 25000unit in 250ml was programmed to infuse at 6ml/hr with a vtbi of 240ml . At 8:35 am, the device alarmed for air in line. The module was then channeled off and removed from the system. The volume recorded as being infused during this period was 5.33ml. The starting volume of the fluid container cannot be determined through the device logs. No anomalies were observed with the pump module or primary set. Rate accuracy testing showed the pump module to be delivering fluid within specification. The device¿s rate accuracy was slightly out of specification, on the low side, when tested at the incident rate of 6ml/hr using the customer¿s returned set. The root cause of the reported event was not identified.